Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were implanting a 97810 and a new lead. During the case they were seeing high impedance indicators on all electrodes. Prior to calling the caller checked motor response at 2ma with all electrodes using the ens. They have dried the lead and reinserted the lead into the header block and that did not resolve the issue. The caller also tested motor response with the lead connected to the ins and programming cycling to 4 sec on and 4sec off, they were getting motor response. The also got a message that the system was operating at maximum settings when increasing to 1.9ma. The caller reran impedances during the call and got high impedance values and motor response during the test. The issue was not resolved through troubleshooting. The caller will follow-up with the md. On january 13 the rep provided follow up after consulting with the doctor: the cause of the high impedance was not known, however the md believes it was due to fluid around the lead in the sacral area. No further actions are planned since the patient had appropriate sensory response post op and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.